Manufacturer narrative:
(B)(4)

Event description:
It was reported that after an unrelated lead revision procedure, the right atrial lead exhibited loss of capture and a drop in sensing values. A chest x-ray revealed that the lead had dislodged. The patient was in stable condition. No intervention was reported. No additional information was available at this time.